Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, d1, d4, d.6a, d.6b, h4, h6. Clarification to h.1. Type of reportable event: there are no reportable events associated with this complaint record.

Event description:
Healthcare professional later reported no complaint against right side device. Previous medwatch submission noted rupture. Upon further information, abbvie has determined that the event of rupture did not occur.

Event description:
Healthcare professional reported rupture. This relates to the right side. Device remains implanted.

Manufacturer narrative:
Continued e1 (phone number): (B)(6) further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 2/13/2025.

Event description:
Healthcare professional later reported no complaint against right side device. Previous medwatch submission noted rupture. Upon further information, abbvie has determined that the event of rupture did not occur.